Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30387657m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient with history of gastric bypass and multiple other abdominal surgeries, underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase of the procedure steam pop occurred, and the patient¿s blood pressure dropped, and pericardial effusion was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to remove 500ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Patient stayed overnight and was discharged the next day. Patient had fully recovered from the event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. Transseptal puncture was performed with a merit medical transseptal needle. The catheter irrigation was set at 15ml/min. No error messages were observed on any equipment. The force visualization feature used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were resp gated, stability range of 2mm, time 3 seconds, force over time (fot) 25% for 3gm. Time was used as color option. No additional visitag filters were used.